Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning and polarity switch had occurred on the right atrial (ra) lead. Oversensing was also observed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial lead warning was due to out of range impedance and the polarity switch resulted in oversensing of myopotentials.